Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it using pre-paid label within 10 days, and was informed that pump settings and continuous glucose sensor would need to be connected and programmed into replacement pump, while technical support arranged shipment of replacement pump under warranty.